Event description:
It is reported that the device was implanted in 2005. An x-ray revealed that the locking clip has come apart. A revision surgery has not occurred.

Manufacturer narrative:
No post-operative x-rays or any other visual means has been provided to confirm whether the locking of the pin occurred in the first place. This type of fracture of the inner pin may occur due to the fatigue caused by the activity level of the pt or due to insufficient engagement of the pins during surgery, leading to stress risers. The exact cause analysis cannot be determined with certainty. As returned, all four of the tines of the inner pin have fractured off. The body of the inner pin shows discoloration and wear. Scanning electron microscopy analysis indicates the fracture occurred by fatigue. Energy dispersive spectroscopy analysis confirmed the material to be tivanium alloy. The outer pin shows some minor galling/striations. The poly bushings were not returned with the complaint for review. Device history records indicate device manufactured to specification.